Event description:
It was reported that the prior to implant, the physician attempted to retract the helix on the table but the helix would not retract. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead appeared damaged at implant.